Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/02/2018 that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. Loss of connection was confirmed, however, the device operated within specification. The probable cause could not be determined. No additional event or patient information is available.